Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Preliminary device analysis showed that the controller passed visual inspection and functional testing. Battery / (B)(4)/ model # 1650de / exp. Date: 31mar2017 / UDI: (B)(4) device available for evaluation: no device evaluated by manufacturer: no mfg. Date: 31mar2016 (B)(4). Battery / (B)(4) / model # 1650de / exp. Date: 28feb2017 / UDI: (B)(4) device available for evaluation: no device evaluated by manufacturer: no mfg. Date: 28feb2016 labeled for single use: no (B)(4). Battery / (B)(4)/ model # 1650de / exp. Date: 31mar2017 / UDI: (B)(4) device available for evaluation: no device evaluated by manufacturer: no mfg. Date: 31mar2016 labeled for single use: no (B)(4). Battery / (B)(4)/ model # 1650de / exp. Date: 28feb2017 / UDI: (B)(4) device available for evaluation: no device evaluated by manufacturer: no mfg. Date: 28feb2017 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular assist device (vad) stop and consequently a double disconnect alarm. During the event, the patient had two batteries connected to their controller and attempted to replace the battery on port 2 when they heard a "no power" alarm and the screen turned blank. The patient immediately confirmed that there was a secure connection on port 1 and continued to connect a battery to port 2; power was re-established following the connection of the battery. The patient reported experiencing similar power source issues over previous weeks. The controller was exchanged and will be returned for evaluation; the batteries remain in the customer's possession and will not be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: battery, (B)(4). D4 expiration date: 2018-07-31 UDI#: (B)(4). D10: yes, return date: 2018-03-19 h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 23, 3317, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Battery, (B)(4). D4 expiration date: 2017-02-28 UDI#: (B)(4). D10: yes, return date: 2018-03-19 h3: yes h4: mfg date: 2016-02-28 h6 FDA method code(s): 10, 23, 3317, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Battery, (B)(4). D4 expiration date: 2017-03-31 UDI#: (B)(4). D10: yes, return date: 2018-03-19 h3: yes h4: mfg date: 2016-03-31 h6 FDA method code(s): 10, 23, 3317, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Battery, (B)(4). D4 expiration date: 2017-02-28 UDI#: (B)(4). D10: yes, return date: 2016-02-28 h3: yes h4: mfg date: 2017-07-31 h6 FDA method code(s): 10, 23, 3317, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. A review of the batteries' manufacturing documentation confirmed that the devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller and batteries in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Analysis of alarm file did not reveal any vad stop alarms. Analysis of the event files revealed one controller power up event on 01/28/2018, at 18:16:14. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 37% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 22% rsoc. The data point after the controller power up event revealed that t he (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). Multiple momentary disconnections were recorded before the loss of power. The controller was without power for 13 seconds. As a result, the reported power switching and loss of power were confirmed. However, the reported vad stop alarm could not be confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Four batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. A review of the non-returned batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of event files revealed a controller power up. The data point prior to the controller power up revealed that (B)(4) was connected to power port 1 with 37% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 22% rsoc. The data point after the loss of power revealed that (B)(4) was connected to power port 1 with 95% rsoc and (B)(4) was connected to power port 2 with 96% rsoc. Before the loss of power, several momentary disconnections were recorded involving (B)(4) connected to power port 1; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or that a momentary disconnection between the controller and batteries had occurred. Estimated pump off time was approximately 16 seconds. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources and/or it's possible a momentary disconnection had occurred during the power source exchange. Additionally, multiple power switching events were recorded due to momentary disconnections involving (B)(4). As a result, the reported events were confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. Additional devices associated with the event: serial: (B)(4) / model # 1650de / exp. Date: 31mar2017 / UDI: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg. Date: 31mar2016. Labeled for single use: no. Serial: battery / (B)(4) / model # 1650de / exp. Date: 28feb2017 / UDI: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg. Date: 28feb2016. Labeled for single use: no. Serial: battery / (B)(4)/ model # 1650de / exp. Date: 31mar2017 / UDI: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg. Date: 31mar2016. Labeled for single use: no . Serial: battery / (B)(4)/ model # 1650de / exp. Date: 28feb2017 / UDI: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: yes. Mfg. Date: 28feb2017 . Labeled for single use: no . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date of event. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.